Event description:
After the soundstar eco catheter was connected and inserted into the patient's body, a magnetic sensor error occurred. Though the catheter was re-connected to the ultrasound diagnostic device adaptor, this error continued. The catheter was replaced. A patient experienced a cardiac tamponade. Progress: when a non-bw sheath (swartz) was inserted into the left atrium, endocardial perforation was suspected and pericardial fluid backflow from the sheath occurred. The sheath was fixed at the perforated position, so there was no decrease in blood pressure. In that condition, the patient was transported to (B)(6) hospital. The patient had pericardial effusion before the procedure. Cf monitoring methods: real time graph; dashboard. Coloring setting for visitag: tag index. Additional filters for visitag: fot. The physician's opinions on the relationship between the event and the product (comments): no direct causal relationship. Were any abnormalities observed prior to use of the product? None. Were any abnormalities observed during use of the product? None. The complaint product(s) will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).